Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice due to high blood glucose levels. The insulin pump's battery life was a week. He lost his settings when changing the battery. The screen was also scratched. The customer also experienced low blood glucose levels. He did not wake up with a blood glucose level higher than 200 mg/dl. The device was not returned.